Event description:
It was reported that balloon rupture occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, upon inflation at 20 atmospheres, the balloon ruptured. No patient serious injury nor complications were reported.